Manufacturer narrative:
Product event summary: the device was returned and analyzed. The analysis performed revealed no anomalies and no issue was identified that required full analysis.

Event description:
It was reported that the patient had a chronic fever and sepsis infection. The physician decided to remove the implantable pulse generator (ipg) system in assumption the system was the source of the infection. The ipg system was removed and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407645 lead implanted: 2008 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.